Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer needed replacement. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was required replacement. A field service engineer replaced the mini drawer due to medication spill damage. Upon inspection, no thermal damage was found. After completing the replacement, the customer confirmed the repair was successful and verified the functionality. The system functioned as intended after the field service engineer repaired the device.